Event description:
Customer reported hospitalization. Customer stated that she was found unconscious on the floor and hit her head. Husband called the paramedics and transported to hospital. The blood glucose reading at the time of the event was 0 mg/dl. Customer stated that she had taken too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.